Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: during investigation, a visual inspection of the pump showed multiple cracks in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and evidence of moisture corrosion was found inside the pump on the transceiver board. Unrelated to the complaint, investigation revealed that the display was dim and discolored.